Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any other issue noted with staple line other than bleeding? - no. How much blood was lost (ml)? ¿ 250ml. Did the patient require a transfusion? - no. What is the current status of the patient? ¿ pt was fine. Was there any change in post-operative care for the patient as a result of the event? ¿ stayed in for an extra day. Also required 3 sets of clippers on the staple line. Was buttressing material used by surgeon? No. Were any issues with staple formation noted during procedure? No. Was the bleeding noticed on the stomach or jejunum? Stomach. Was the bleeding intraluminal or intra-abdominal? Intra-abdominal. Photographic analysis: based on the photographs of the subject pse45a firing there is not enough evidence to determine root cause. The analysis found that one pse45a device was returned in good visual condition and with ten cartridge reloads present. Cartridge (b, c, d) ecr45w, l51d28 were received fully fired and in good visual condition. Cartridge (e, f) ecr45b, l5453e were received fully fired and in good visual conditions. Cartridge (g, h, I, j, k) ecr45b, l55055 were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, while trialing the devices, the powered guns have repeatedly caused excessive bleeding versus a competitor's device. The surgeon, after this case, has refused to continue to use the device and would like to wait for gst for sleeve and bypass. During the stapling, he clamps and waits fifteen seconds, then fires in one motion. Initially, the staple line always looks clean. Five to ten minutes after finishing the pouch, he will inspect the staple line and it is more than oozey - almost seeping with blood. On this occasion, three competitor¿s endoclips were opened and a drain was placed in situ (normally the surgeon has never had to do these before on a bypass). Sales representative was present for this case and can confirm the handling of the tissue and gun were correct. The procedure was prolonged by 30 minutes.